Event description:
A bipap a40 system silver, jp was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the bipap a40 system silver, jp device at the manufacturer's service center, an issue that the "loss of power alarm does not sound was confirmed". There is no allegation that the device did not power on. The main board was replaced to address the issue. The replacement of the device's main board confirmed that the issue was resolved. Additionally, routine maintenance was performed. The device's blower and outlet flow path were replaced to prevent further malfunctions. The device was checked overall, cleaned, and functionally tested. Software version 3.6.5 was confirmed.